Manufacturer narrative:
Section e: additional information received, updated initial reporter details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and no hardware parts replaced. System perform as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that attended site and confirmed the reported issue. Found the gantry rotation to be close to 192° but not perfectly aligned with the reference point. Corrected the alignment by manually rotating the gantry to fully insert the pin. After this action, the door was able to open and close. Tested the door open position by following the jh procedure, sending the gantry to rotate to 270° at fast speed and back to 90° at slow speed for more than 10 repetitions. No motor slippage was evident. Observed that the door open sequence was erratic, with the door opening movement occurring in two steps. This indicated winch cable loosening/stretching, potentially causing timing issues during the door open/close sequence. Tightened the winch cables for both open and close functions to improve timing. Will continue to monitor the site for any recurrence of the door open/close issue and escalate if required. Handed the system back to the customer f or clinical use. No patient was present at the time of the event.